Manufacturer narrative:
No product was returned. One photo was provided which was used to conduct the investigation; the reported fault was not found. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported the disposable gave a loud sound when connecting the pump. The pump did start running and the pump gave an alarm, whereupon the patient had to change the cassette because the pump no longer recognized the cassette. The administration was able to continue after changing to another cassette. There was patient involvement and no adverse event/human harm.

Manufacturer narrative:
H3: device not received by manufacturer. G4, h4, d4: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.